Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Corrections are submitted with this report as requested by medical safety 1. Removing the harm code 1770 cerebrovascular accident - the customer was in an accident -they did not have a stroke in h10. 2. Adding harm code dka 2364 with treatment codes t009 and t003 in h10. 3. Updated summary: it was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported blood glucose value of 800 mg/dl. The customer reported hyperglycemia, diabetic ketoacidosis treated with manual injection/insulin pen, hospitalization: overnight stay, IV insulin drip (intravenous insulin infusion). Customer reported the following led up to the event: patient met accident and the nurse in the hospital remove her pump and sensor that cause her blood glucose . The event involved product(s) mmt-7020la, mmt-7020la, mmt-1715kl. Customer was not using the insulin pump system within 48 hours of the reported event. Customer is reporting the sensor liner stayed on the base while pulling the sensor serter off. Customer has not been using the insulin pump system within 48hrs of reported high blood glucose event. Customer did not report any pump issues. No further patient complications were reported. The customer will continue using the device .no product return is required for mmt-7020la. No product return is required for mmt-7020la. No product return is required for mmt-1715kl.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported blood glucose value of 800 mg/dl. The customer reported hyperglycemia, cerebrovascular accident treated with manual injection/insulin pen, hospitalization: overnight stay, IV insulin drip (intravenous insulin infusion). Customer reported the following led up to the event: patient met accident and the nurse in the hospital remove her pump and sensor that cause her blood glucose . The event involved product(s) mmt-7020la, mmt-7020la, mmt-1715kl. Customer was not using the insulin pump system within 48 hours of the reported event. Customer is reporting the sensor liner stayed on the base while pulling the sensor serter off. Customer has not been using the insulin pump system within 48hrs of reported high blood glucose event. Customer did not report any pump issues. No further patient complications were reported. The customer will continue using the device .no product return is required for mmt-7020la. No product return is required for mmt-7020la. No product return is required for mmt-1715kl.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.